Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a coronary intervention procedure. Reportedly, the proglide was deployed and then the lever was closed completely to retract the foot. When attempting to remove the proglide device from the anatomy, the proglide was stuck and could be removed. Cut down surgery was performed to remove the proglide device from the patient anatomy. There was no tissue damage noted. The coronary procedure was completed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a coronary intervention procedure. Reportedly, the proglide was deployed and then the lever was closed completely to retract the foot. When attempting to remove the proglide device from the anatomy, the proglide was stuck and could not be removed. Cut down surgery was performed to remove the proglide device from the patient anatomy. There was no tissue damage noted. The coronary procedure was completed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.